Event description:
It was reported that the pta catheter shaft burst during the 3rd inflation at rbp during use in the basilic vein. The catheter was retracted without incident. No further treatment was required. There was no pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. Burst is adequately addressed in the current IFU (instructions for use). The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.